Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the ICD functions to be as specified. The returned follow-up data from (B)(6) 2019 have been evaluated. An amount of 301 episodes was documented. Episodes 296 to 301 occurred in the night from (B)(6) 2019 between 3:06am and 4:03am. All these episodes were triggered exclusively by intrinsic heart signals. Episodes 296 (vt1 monitoring zone) and 297 (vf) were properly detected and therapy was delivered as specified during episode 297, which terminated the vf event. Episodes 298 to 300 showed regular vf detections as well, which led to the charging of the high voltage capacitor with one delivered shock therapy. However, subsequent charging was terminated due to undersensing in the right ventricular channel, most probably caused by the decreasing intrinsic heart signals in association with the programmed sensing thresholds. The vt1 monitoring episode number 301 was also properly detected. At the end of this episode sudden high amplitudes were documented in all three channels, which presumably correspond to the external cardioversion mentioned in the complaint description. Further inspection of the data revealed normal values of the pacing and shock impedance. As mentioned in the complaint description, pacing thresholds before beginning of (B)(6) 2019 were not available, most likely resulting from the documented high frequency atrial signals. In general the automatic threshold measurement is skipped, when the atrial rate exceeds a fixed limit. This represents a normal and expected device behavior. In conclusion, the ICD functioned as expected, based on the available information. There was no indication of an ICD malfunction.

Event description:
After an implantation period of approx. 47 months, a permanent loss of capture was reported.